Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, each tissue pad melted with each device. Another device was used to complete the case. There were no adverse consequences to the patient.